Event description:
In november 1999, one month after having thermotherapy for bph, pt went to ER for rectal bleeding. Found an ulcer. On december 21, 1999 urologist examining pt noticed urine passing through rectum. Pt has prosthetic urethral / rectal fistula. Pt had no history of complaining of rectal pain. Physician inserted a catheter. Catheter to be changed next month.